Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018. The cause of death was natural causes. The caller stated that the customer had diabetes complications, a bone and blood infection, and hard to control blood glucose levels that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing. The customer was not using sensors. The customer was taken off the pump by the hospice care staff as he was taking insulin when he didn't need it, and they suspected he was not aware of actions anymore. The caller declined to return the insulin pump for analysis as it had been donated.